Event description:
It was reported that this pacemaker recorded events during which pauses are seen on a holter monitor on (B)(6) 2026. Technical services (ts) was asked if it is possible there was pacing inhibition due to noise. Ts reviewed available data, noting the most recent latitude transmission was (B)(6) 2025; therefore, there is no data to analyze in comparison with holter findings. Ts noted the patient was in permanent atrial fibrillation (af) since the beginning of (B)(6) 2025. Moreover, device data shows a lot of short cycles indicative of potential artefact oversensing and/or lead issues. In-clinic troubleshooting and full device/system check was recommended. At this time, the manufacturer of the patient's leads has not been reported.